Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter described as an ¿insect¿ was found in a bd syringe with luer-lok¿ tip while drawing up medication. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: no samples or pictures have been received for investigation. No retained samples can be evaluated since there are not retained samples available for bulk references. DHR of lot 1706050p has been reviewed not finding any annotation or deviation regarding the alleged defect. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Manufacturing area for 1ml syringes is a standard clean area iso9 which is under a positive pressure to push dust and particles out of the manufacturing area. Bd manufacturing site for ref.300328 has contracted the services of an external company that certificates every month the disinfestation of the plant. As preventive actions it is used also in the plant the following: sticky traps with pheromones. Uv light traps. Due to the high efficacy of physical exclusions and restrictive methods insecticides products remain limited to external areas. For internal areas are preferable: cleaning as exclusion method. Screen as restrictive method. Sticky insect traps. Electrical insect traps. Practical elimination of the focus if applicable. The traps maintenance is periodic and it includes: measurement of uv light emission. Change of uv tubes if intensity is not enough. Cleaning and replacement of dirty adhesive layers, damaged and saturated. Insect count. On checking the reports from may 2017 to july 2017 from the external company, maintenance plan was performed correctly. With the info available no further investigation can be done and the root cause cannot be determined. Based on an evaluation of severity and frequency it was determined that no CAPA is required at this time, according to procedure. The incident is reported to area manager.

Manufacturer narrative:
Additional information: investigation results: one picture was received by our quality team for investigation. Upon visual inspection of the picture received, an insect inside 1ml plastipak syringe can be verified. Due to insect size it could be possible that it was aspirated during syringe filling, so the origin of the insect cannot be confirmed and the root cause cannot be determined.